Event description:
The patient's friend/family member reported that the patient was having pain around the groin and left leg near the groin area. The patient had 3 series of cortisone shots and went to the chiropractor before they had realized that it was possible that the implantable neurostimulator (ins) was causing the pain. The patient's pain may have been less when the ins was turned off. It was noted that the patient had dementia. The patient was also receiving on and off therapeutic effect. The therapy was reported to be turned off. It was noted that if the patient's pain remained after monitoring the patient would likely turn the therapy back on. The patient was on program 24 at 2.40 v. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient also experienced back pain. Follow-up has been conducted to obtain this information.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.